Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02981 pertains to the other device. It was reported to boston scientific corporation that an advantage transvainal mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to: extreme pelvic pain, mesh erosion, mesh exposure, pelvic adhesion disease, dyspareunia, and other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.